Event description:
It was reported that the doctor entered the patients' room and found multiple alarms consisting of emergency battery (ebb) fault, no external power alarm, and a left ventricular assist device (lvad) system controller fault that showed to be for an hour long. The log files were reviewed and found no alarms. The log file contained only pulsatility index (pi) events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault, no external power, and lvad system controller fault alarms were not confirmed via the provided log files. The log files were reviewed from (B)(6) 2024 - (B)(6) 2024. There were no irregular events captured within the log files provided. Through the duration of the controller event log files the pump operated above the low speed limit and no alarms were noted. The controller periodic log file contains routine operation events captured hourly. Pump event log files contain routine motor parameter changes denoted by lvad_opc events, but there are no irregular events captured. The pump periodic log file recoded data hourly and did not contain any irregular values or alarms. Throughout the data reviewed there were no low flow events and no issues with motor operation. All peripheral equipment appears to be operating as expected. The device was not retuned for further analysis. Additional information states no troubleshooting was performed and the alarms self-resolved, the reason for the backup battery faults/no external power/system controller faults is unknown, and no equipment was exchanged. A root cause for the reported event could not be determined off the information provided. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6)) was inspected on 16jan2024 under batch 8842841 through material number 5040307521. No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms, alarms associated with no external power, and left ventricular assist device (lvad) system controller fault alarms that appear on the system controller. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources and prevent unnecessary no external power events. Heartmate 3 instructions for use (rev. D) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the alarms was not identified. When the ventricular assist device (vad) coordinator went back into the room no alarms were identified. No equipment was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.